Event description:
The caller reported the cuff on an unspecified size of tube burst twenty-four hours after patient use. A non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.